Event description:
Failure to alarm dressing leaked and no alarm.

Manufacturer narrative:
The complaint was not confirmed. An evaluation of the pump was conducted on 18 february 2014, no anomalies or problems were noted, the pump passed all functional tests and found working within specifications (reference rq-05 [um01071] revision n). Since negative pressure wound therapy involves various elements, it is difficult to determine and assign an exact root cause for the issue reported. The root cause for the reported issue is deemed undetermined. Loss of dressing adhesion could be attributed to a combination of factors such as wound location, patient mobility, constant friction, pressure directly applied to wound site, accumulation of moisture underneath the dressing, and proper preparation of the periwound skin as per clinical guidelines. In regards to a pump not triggering a leak alarm, the most probable cause was that the system was maintaining negative pressure as a result of a partial blockage and a leak not significant enough in order to trigger an alarm. Typically, partial blockages are caused by clotting at the head of the soft port or buildup of blood clots/exudate inside the wound filler (foam) and/or the soft port fluid handling pathway. Historical review of complaints for lot # kgul120047 showed no prior issue. In response to failure to alarm complaints, smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. The information provided confirms there were no patient injuries or harm associated with this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Failure to alarm. Dressing leaked and no alarm.

Manufacturer narrative:
Active investigation in-progress, results of the investigation will be provided in a supplement report.